Event description:
Olympus medical systems corp (omsc) was informed that during endoscopic sphincterotomy (est), the breakage of the cutting knife occurred and came off into duodenum. Then, the doctor removed the broken knife and completed the procedure by using another device. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the cutting knife was melted and broken. In addition, it was burnt. Also as the result of checking the mfg record of the same lot, nothing abnormal detected. Omsc was informed that a guidewire was inserted into the subject device while activating output. In addition, the doctor thought that the guidewire coating was torn due to the operation of the endoscope's forceps elevator and the torn guidewire contacted the knife, which caused spark and breakage. Omsc assumes that the local cutting wire became extremely hot since the length of the contact between the cutting knife and tissue was too short or the torn guidewire contacted the knife while activating output and this caused the breakage. The device instruction manual has warned users that "do not activate output when a guidewire is inserted." And "when applying output, keep moving the cutting knife. When the knife stops and touches tissue at a point, concentrated electric current could cause the distal tip of the knife to dissolve and come off in the body." This report is being submitted as a medical device report in an abundance of caution.